Event description:
The sales rep reports that during a lap nissen procedure, the tip of the blade broke off into the patient. The surgeon was able to retrieve it. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.